Event description:
Report received of an undelivery. During testing at the user facility, the device delivered a measured volume of 69.26ml instead of the expected 75ml. Delivery accuracy for this device requires delivery of +/-5% of the set amount. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no further info was provided.